Event description:
It was reported by the customer that two spring wire guide's (swg) were damaged. These kits were not used. Additional information received on 1/15/09 stated, the swg unraveled on removal. There was no reported patient complication.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. Additional information received on 1/15/09 indicated that the incident was reportable. Follow-up report will be filed if additional information becomes available.